Manufacturer narrative:
Compact battery charger, part number 89-8510-421-00, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that one bay of the charger was damaged due to the battery, serial number (B)(4). As repair, the bay was replaced with contacts and two modules. The device passed all final tests and was returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that after putting 4 batteries in the compact battery charger (serial number (B)(4), part number 89-8510-421-00), one of them took fire: the battery for aseptic transfer kit serial number (B)(4), part number 89-8510-440-20. The flames were extinguished, the charger was disconnected and the batteries were removed. No surgery was involved. Only the smoke affected the staff. There was no additional harm or injury to patient/ operator reported.

Manufacturer narrative:
No new information available. However, the investigation results of the follow-up 0008031000-2017-00022-1 has been swapped with the investigation results of the follow-up 0008031000-2017-00023-1. Battery for aseptic transfer kit, part number 89-8510-440-20 serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the battery was burnt. The battery management circuit was found to be defective. The battery was disassembled and each cell was operational. The battery was not repairable. It will be recycled in (B)(6).